Event description:
Reporting status: serious injury/medical intervention. Reporting rational: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 3.0 x 12 mm xience v stent was deployed in the proximal right coronary artery (rca) lesion. There was no pt or product issue noted at the time of the procedure. However, in 2009, the pt returned with exertional angina. The pt was admitted for out pt cardiac catheterization for angina and was treated for in-stent restenosis of the rca. The rca was treated with a cutting balloon. Additional a new lesion in the distal circumflex was treated with a drug eluting stent. The pt was discharged four days later. No additional event or pt info is available.

Manufacturer narrative:
Angina and stenosis, in the IFU, are known adverse events associated with coronary stenting procedures. Although, hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to angina and stenosis, as a potential post-procedure complication associated with coronary stenting. It is likely the angina was a secondary effect of the stenosis, which was successfully treated with a cutting balloon and required further hospitalization. A definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality deficiency,.